Event description:
It was reported that pump issued blocked flow alarms despite customer changing infusion set and cartridge, and no blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. Customer awaited further evaluation while distributor reviewed pump, and later testing showed pump started, charged, connected to computer, displayed multiple past occlusion alarms, successfully loaded a cartridge, delivered a 5 unit bolus with visible drops at cartridge connection, triggered no new alarms, and was considered to be in working condition, with no additional corrective actions documented.